Event description:
It was reported that 3 bd nano pen needles were not functioning. The following information was provided by the initial reporter: according to this user's report, the needle npe bends during the attempt to attach the pen needle to the pen and the needle npe isn't attached properly to the pen.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.